Event description:
The index procedure was prompted by unstable angina which was treated by implantation of resolute integrity stent into the rpd . Approximately, 32 months post index procedure, the patient suffered subarachnoid haemorrhage. The investigator reported that this event was not related to the study device. The patient is in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.